Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil is not identified/ the iud was not well visualized') and endometrial ablation ('ablation') in an adult female patient who had essure (ess205) (batch no. 12264292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain and knee sprain. Patient underwent essure confirmation test. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain/chronic/ pain/lower pelvic"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, endometrial ablation, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, device dislocation, endometrial ablation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2004, (B)(6) 2004 left- 6 coils, right- 3 coils. The iud appears to be an ectopic position. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2005: total bilateral occlusion. Ultrasound abdomen on (B)(6) 2017: single left coil in the upper uterine cavity extends to the left cornua and is consistent with an essure coil. Right coil is not visualized. Ultrasound pelvis on (B)(6) 2017: single left coil in the upper uterine cavity extends to the left cornua and is consistent. With an essure coil. Right coil is not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Event device dislocation and endometrial ablation marked as a ms. Case category updated to serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.